Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was in clinical use when the issue occurred. No patient or user harm reported. The km responder also reported that the customer repaired the power management (pm) board to resolve the issue. The km responder did not specify how the customer repaired the pm board; no parts were replaced by the customer. The device was returned to service.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a 35-volt power failure. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.